Event description:
It was reported that following a stenting treatment procedure, a patient death occurred. The procedure treated the 90% stenosed, de novo target lesion located in the mildly calcified and moderately tortuous proximal to mid left anterior descending artery. Pre-dilation was performed with a 2.0x10mm non-bsc balloon inflated to 12 atms and then a 3.0x24mm promus element stent was deployed with two inflations to 10 atms. Next post dilation was performed with a 2.75x10mm nc non-bsc balloon at 16 atms. The next day, a high white blood cell count was confirmed. Two days post the index procedure, the patient developed liver, renal and respiratory failure. On day 3, the patient died. The cause of death was not due to myocardial infarction or thrombosis. The patient had been taking aspirin and plavix for three weeks. Per the physician there was a possibility of an infection or adverse effect from plavix. An autopsy was not performed. The cause of death was listed as multi organ failure, dic (disseminated intravascular coagulation) and pneumonitis.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).